Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.

Event description:
During a premature ventricular contraction (pvc) procedure, a communication issue occurred causing a delay in procedure. The catheter was placed in the right ventricle, but was not displayed on ensite x. The catheter was removed and re-inserted with no resolution. The cable was replaced and the ensite x was re-started, which did not resolve the issue. Another catheter was used to complete the procedure with no consequences to the patient.